Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flaw opening, observed broken device assessed as surgical damage, observed broken device assessed as surgical impact opening and missing shell assessed as inconclusive. Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.